Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sureform 60 stapler instrument associated with this complaint. Advanced failure analysis did not confirmed the reported event. Procedure logs were reviewed and show 3 successful fires by this instrument, using both green and white reloads. Firings were completed without additional pauses for compression. The stapler was re-tested for clamping, firing, and unclamping performance and performed all three tests without error. The resulting cut-line was smooth and well-formed, and the staples were fully formed into the proper b-shape. Visual inspection showed no physical damage to the instrument. For additional testing, the stapler was gripped and clamped onto a standard foam test sheet, and manipulated in extreme pitch/yaw orientations. The test foam did not slip or fall as the jaws were manipulated in either the gripped or clamped state. The reported complaint, is unable to be verified through log review or through in-house testing of the returned device.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information: upon further investigation with the surgeon, it was determined that he was unable to confirm the occurrence of the event. The sureform 60 stapler instrument that was returned for analysis was found to be a different product used in a separate procedure on the same day as originally reported. These logs and failure analysis specifically pertain to the sureform 60 stapler instrument that was returned. Intuitive surgical inc. (Isi) received the sureform 60 stapler instrument associated with this complaint. Failure analysis did not confirm the reported event. The firing test was performed twice with different orientations of the distal end. The instrument clamped, fired and unclamped shows no errors. No damage was found. Sureform 60 stapler logs show (part number 480460-09),(lot number l83230804-0459), was installed on the system 5 times and fired 3 reloads (1 white, 1 green, 1 white, in that order). On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, no clamping or firing was attempted while a white reload was installed. On install 3, the user manually selected the blue reload. The first two clamps were incomplete, both stopping at ~60% completion. No firing was attempted. On install 4, the user manually selected the green reload. The first clamp was incomplete, stopping at ~66% completion. The next clamp was successful, and the firing was completed with no pauses for compression. On install 5, all clamp attempts were successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Sureform 60 stapler logs show (part (B)(4)), (lot #l83230804-0458), was installed on the system 11 times and fired 11 white reloads. Installs 1-3 did not appear in the logs, so the procedure review dashboard was used to collect data on those installs. On installs 1, 2, 4, 8, 9, and 11, the first clamps were successful, and the firings were each completed with 1 pause for compression. On installs 3, 5, 7, and 10, all clamps were successful, and the firings were each completed with no pauses for compression. On install 6, the first clamp was successful, and the firing was completed with 2-3 pauses for compression. The instrument was then removed and not used in the procedure again. There were no errors in the logs pertaining to the use of this instrument. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, there was excessive space between the cartridge and the anvil, causing lack of hemostasis. This required the surgeon to over suture the staple line. Intuitive surgical, inc. (Isi) has attempted to obtain additional information, upon follow-up, the event has not been confirmed by the surgeon.